Event description:
It was reported that during a percutaneous coronary intervention, stent deformation occurred. The target lesion was located in a mid left anterior descending artery. A non-bsc guide wire and an unknown manufacturer's guide catheter were inserted. A 2.75x20mm promus element plus stent was selected for use and advanced to the target lesion. After stent implantation, the physician inserted an nc quantum balloon for post-dilation. When resistance was encountered, the physician pushed hard on the balloon which caused the guide catheter to 'pop' out of the vessel. The guide catheter was re-inserted into the vessel. The physician thought the stent had moved, but then realized that the stent was deformed; rather than being 20mm long, the stent was now only 15mm long. The stent was post-dilated with the nc quantum balloon to complete the procedure. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device will not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).